Event description:
It was reported that the user experienced rising blood glucose before breakfast despite announcing a usual meal, with no abnormalities noted after performing a supply change; the user planned to allow time for stabilization and, if glucose did not decrease, to perform another supply change and move the infusion site. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or medical intervention. Investigation included user troubleshooting and education, including guidance to monitor response to the supply change and consider a site change. Investigation of this case revealed an unclear cause, with potential contribution from infusion site or supply-related issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.